Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the cause for the low bg was unknown. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.